Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in clinic after receiving shock therapy. Upon interrogation, it was observed the implantable cardioverter defibrillator was incorrectly interpreting the rhythm and inappropriately delivering anti-tachycardia pacing and shock therapy. Programming changes were completed to address this issue. The patient was discharged and stable.